Manufacturer narrative:
A visual examination (under magnification) of the returned plate tack was performed. A torsional and oblique fracture pattern was found approximately 1/8" from the bottom of the wide portion of the plate tack. The broken portion (that was not returned) is approximately 3/8" long. The plate is broken at the second of six annular rings on the plate tack. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to the tip. Tip breakage may occur when excessive force is applied to the plate tack during use to overcome increased resistance. No definitive conclusion can be drawn without additional information.

Event description:
The surgeon was implanting a clavicle plate and was using plate tacks to fix the plate to the clavicle temporarily. When removing the plate tack (under power) after the screw insertion, the plate tack broke. The broken portion of the plate tack was left implanted in the patient.